Manufacturer narrative:
Unit passed self-test and displacement test. No pic failed self-test / communication error alarm noted. Unable to download unit to care link due to several spanish anomaly alarms at the alarm history file. Spanish anomaly alarms due to a corrupted history file. Unit had minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump could not be uploaded into carelink. Insulin pump passed self-test. After troubleshooting, it was advised that insulin pump would need to be replaced.